Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. Therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that the balloon ruptured in the patient during the procedure. There was no reported intervention, patient injury, or health damage.

Manufacturer narrative:
Additional information / b5: it was confirmed that the inflation pressure at the time of rupture could not be determined. Corrected data: (d10)(h3) - device received and analyzed corrected data: (e1) - spelling of contact's first name corrected data (e3) - other health care professional corrected data: (d5) - operator's title the balloon was inflated using the inflation lumen at the hub, the balloon had a pinhole at the proximal balloon marker band the reported complaint is confirmed. The physical evaluation of the returned scepter c found a pinhole on the balloon when it was tested for inflation. The investigation could not confirm the circumstances that led to this pin-hole, but it is consistent with improper preparation and over-inflation of the balloon.